Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced multiple issues with the insulin pump, including unresponsive buttons, battery rejection with error messages, louder noise during rewinding, motor error messages, a freezing or slow screen when bolusing, scratches on the screen, and diminished battery life. The customer reported no adverse event. The event involved product mmt-1884l. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1884l.

Manufacturer narrative:
The customer returned the pump for alleged unresponsive keypad, rejects battery/battery error message (battery failed alarm), louder during rewind, motor error message, frozen display, motor is slower during bolus delivery, diminished battery life (battery last less then expected), and scratches on the screen found on 8/22/2025. The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. The trace and history files were successfully downloaded using thump. There were no excessive or unusual power/battery-related alarms, battery failed alarms, noted in the history files. The earliest power data available per the power management tool/detail trace file starts on 9/8/2025 at 11:29:00 pm. Unable to check power data for failed batt/battery failed alarm for the event date, 8/22/2025, due to no available power data. However, the power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range utilizing the available historical data. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Battery cycle 2.0 received the low battery alert (104) on 09/09/2025 08:11:00 after more than 7 days at 29.39 days. The pump was cut open for visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, minor scratched lcd window, stained serial number label, and pillowing keypad overlay. The complaints of: rejecting battery/battery error message (battery failed alarm) and diminished battery life (battery lasts less than expected) are not confirmed. No excessive/unusual power/battery-related alarms or battery failed alarms occurred during testing or were recorded in the pump history and trace file. Louder motor noise during rewind, motor error message, and slower motor during bolus delivery anomaly are not confirmed. No unexpected louder motor noise during rewind or slowed motor operation during bolus deliveries. No motor errors or alarms found in the pump history file. Frozen display and unresponsive keypad are not confirmed. All buttons functioned properly with no frozen display noted during testing. Minor scratched lcd window (screen) is confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.